Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed; analysis revealed a breach in the outer insulation due to a depression. Blood ingression was noted on the outer insulation as well. (B)(4).

Event description:
It was reported that the right atrial lead had intermittent noise and fluoroscopy revealed it was "pulled back" from the normal appendage positioning. The lead was attempted to be repositioned however it was "stuck" to the right ventricular lead so it was explanted and replaced. It was also reported that the right ventricular lead threshold was high and unstable. On fluoroscopy, it too was pulled back from its original positioning. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.